Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has a zxr00 intraocular lens (iol) implanted in her left (os) eye on (B)(6) 2018. About a month postop, patient informed her surgeon that she is extremely unhappy and that the symptoms of no change in vision, along with blurriness in both eyes at all ranges interfere with her normal daily activities. There is no plan for explant at this time. No further information was provided. The patient has bilateral lens implants. This report represents the left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.